Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and no longer received therapy. X-ray result revealed one of the patient's leads at s1 migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Investigation was unable to determine which of the s1 leads migrated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.